Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter experienced resistance with the guidewire. After successfully ablating in the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv), the catheter was not pulled away from the ostium of the vein, prior to attempting to pull the wire back, resistance was met. Attempts to advance the wire to free it was unsuccessful. After trying to pull the catheter and wire as one unit, advancing the catheter over the wire was unsuccessful, the wire was pulled with force and the whole unit was pulled as one back into the sheath. The catheter was removed from the body, placed on the scrub table and a small piece of tissue was visualized between the distal lumen of the catheter and the non-boston scientific guidewire. Fluoroscopy and x-ray imaging were used during the procedure, and the case was performed on non-interrupted anticoagulant. Heparin was given post transeptal, and the patient was stable throughout the procedure and post operatives. The procedure was aborted due to concern over further risk to the patients clinical status. The patient was admitted into the hospital, no intervention was required, and the patient was discharged the following day. The catheter is not expected to return for analysis as it was contaminated.